Manufacturer narrative:
The review of the DHR was unable to performed as the lot number was not known. The device was not returned for physical investigation. Conclusion: the complaint reports the patient having a fever and redness and heat coming from the access site. No culture was taken to verify the infection. The access site was re-opened in a surgical setting and the site was drained and re-bandaged. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is probable that the irritation/infection occurred post procedure through site care, but this cannot be determined without additional information. In addition there was a report of a hematoma. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce a hematoma.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. A hematoma was observed and pressed out. Patient was discharged. Patient returned for a follow up and patient had fever and access site was red and hot to the touch. Patient returned to surgery and had the access reopened and drained. No further complications.